Event description:
String sewn into the border of the individual packages and torn from the tampon itself [device physical property issue] case narrative: consumer reported via e-mail that the string was sewn into the applicator packaging and torn from the tampon. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String sewn into the border of the individual packages and torn from the tampon itself [device physical property issue]. Case narrative: consumer reported via e-mail that the string was sewn into the applicator packaging and torn from the tampon. No injury reported.